Event description:
It was reported that stent damage occurred. The target lesion was located in an extremely calcified coronary artery. Following aggressive pre-dilation, a 2.75 x 32mm synergy ii drug-eluting stent was advanced but failed to position due to difficult navigability. The device was removed and found that the stent was deformed. The procedure was completed with a different device and no patient complications were reported.

Manufacturer narrative:
The synergy ous mr 2.75 x 32mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found distal stent damage, with stent struts lifted and pulled distally. The undamaged stent od (outer diameter) was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in an extremely calcified coronary artery. Following aggressive pre-dilation, a 2.75 x 32mm synergy ii drug-eluting stent was advanced but failed to position due to difficult navigability. The device was removed and it was noted that the stent was deformed. The procedure was completed with a different device and no patient complications were reported.